Manufacturer narrative:
(B)(4). The device was not returned for analysis. The plant investigation is in progress and a supplemental medwatch report with be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported a patient developed fungal peritonitis on (B)(6) 2016 caused by a breach in sterility. A course of vancomycin and tobramycin (route and dosage unknown) was started. Per order of a physician, the patient's catheter was removed and the patient's dialysis modality was switched to hemodialysis. The patient was discharged from the hospital on that date.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage; however, the heater tray/scale was obstructed. A simulated treatment was performed and completed without any failures or problems. The load cell value and verification were within tolerance. The reported symptom lz77 (contamination of the fluid path due to operator error) was not confirmed with testing. The valve actuation test and system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.